Event description:
A distal protection device was then deployed in the distal common carotid artery. A platinum plus wire was positioned adjacent to the filter protection device for support. A 5 x 27 mm balloon mounted stent was then deployed in the origin of the carotid artery from the aortic arch. During attempted retrieval of the filter, the filter became lodged in the distal aspect of the stent and the wire fractured from the filter device.